Manufacturer narrative:
Investigation: discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio: 2.1, inratio: 4.5, inratio: 2.4, inratio 2.7, mean: 2.93, sd: 1.08, %cv: 36.86. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. In-house therapeutic donor testing has been performed on reported lot 284353. Results as follows: donor 1, inratio: 3.1, inratio: 3.0, inratio: 2.7, ref. 2.75, bias threshold: 1.75 - 3.75, %cv: 7.10; donor 2, inratio: 2.4, 2.2, 2.5, 2.12, 1.12 - 3.12, 6.45. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Results from retain strip testing on in-house meters met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4) corrective action is not required at this time. Issue and lot number will be tracked and trended.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial result = 2.1, repeat = 4.5, repeat = 2.4, final test = 2.7. Each test performed 2 minutes apart. Therapeutic range = 2.0 - 3.0. Pt self tester is type 2 diabetic and has had alzheimer's for 10 years. She is bedridden and very prone to bacterial infections including pink eye and urinary tract infections; pt's son was calling with concern over 'vaginal' bleeding.